Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 500mg/dl. The customer had no symptoms and treated with an injection. Customer indicated that their doctor has not been contacted and their blood glucose value was 156 mg/dl at the time of the call. Troubleshooting was performed and found that the pump also alarmed no delivery. It was also found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer indicated that the issue was resolved by a complete set change. Customer declined further high blood glucose troubleshooting and was advised to call back to do high pressure test.